Manufacturer narrative:
Bent control pedal.

Event description:
It was reported by service report that the bed has a broken side control pedal. It is unknown if there was patient involvement or adverse consequences.